Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. Based on the information provided, in (B)(6) 2015 the patient underwent additional surgery to repair "a recurrent hernia defect in the midline at the superior aspect of his prior hernia repair." At this time the "recurrent hernia defect" does not appear to be the original defect that was repaired back in (B)(6) 2015 as the location of the defect is described as being at the superior aspect of the patient's prior hernia repair. There was no mention of any visualization or manipulation of the previous mesh implanted. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr file was created to address the ventralex st mesh that was implanted in (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacutrer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an umbilical hernia. A ventralex st hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent additional surgery to repair a recurrent hernia defect in the midline at the superior aspect of his prior hernia repair. A ventralex st hernia patch was implanted to repair the hernia defect. The attorney alleges the patient experienced pain, additional surgical procedure and the patient was injured severely and permanently injured.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an umbilical hernia. A ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent additional surgery to repair a recurrent hernia defect in the midline at the superior aspect of his prior hernia repair. A ventralex st hernia patch was implanted to repair the hernia defect. The attorney alleges the patient experienced pain, additional surgical procedure and the patient was injured severely and permanently injured. Addendum per medical records: (B)(6) 2015 - patient was identified with umbilical hernia and underwent repair. As per operative notes: the repair was performed using a 6.4 cm ventralex st mesh (device #1), sewn in place with pds sutures in an interrupted fashion incorporating the mesh. (B)(6) 2015 - the patient underwent repair surgery for supra umbilical incisional hernia. As per operative notes: " the defect was in the midline at the superior aspect of his prior hernia repair." This hernia repair was performed using a 4.3 cm round ventralex st mesh (device #2), sewn in place with pds suture. Attorney alleged that the patient experienced pain, recurrence, and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. Based on the information provided, in (B)(6) 2015 the patient underwent additional surgery to repair "a recurrent hernia defect in the midline at the superior aspect of his prior hernia repair." At this time the "recurrent hernia defect" does not appear to be the original defect that was repaired back in (B)(6) 2015 as the location of the defect is described as being at the superior aspect of the patient's prior hernia repair. There was no mention of any visualization or manipulation of the previous mesh implanted. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr file was created to address the ventralex st mesh that was implanted in august of 2015. Addendum: this emdr represents the (B)(6) 2015 implanted ventralex st mesh (device #1). An additional emdr was submitted to represent the (B)(6) 2015 implanted ventralex st (device #2). This supplemental MDR is submitted to document additional information provided. Based on the allegation and the medical records provided to date, the patient was diagnosed with a hernia recurrence approximately 4 months after the implant of the (B)(6) 2015 implanted ventralex st (device 1) mesh. Per the (B)(6) 2015 operative report, the ¿recurrence¿ defect was in the midline at the superior aspect of his prior hernia repair. There is no indication the (B)(6) 2015 implanted ventralex st (device 1) was revised or explanted during this procedure. The ¿recurrence¿ was treated with the implant of an additional ventralex st (device 2) mesh. Based this information, the ¿recurrence¿ was outside the coverage of the implanted ventralex st (device 1), and as such there is no indication of potential device issue. Based on the available information, no conclusion can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.